Event description:
The customer reported an issue with an enteral feeding pump. Upon triage on (B)(6) 2018 the service tech found that the unit has thermal damage of components on the pcba assembly.

Manufacturer narrative:
The unit was triaged and the customer¿s reported condition of no audible alarm was not confirmed however the thermal damage was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.